Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave hybrid intra-aortic balloon pump (iabp) during attempt to battery calibration, the calibration was continuously interrupted. After about 5-6 hours of starting the calibration cycle, the pump presents the message interrupted and the cycle is stopped. This occurred 5 times on 5 separate days. The cart was plugged into mains power the entire time, never unplugged by accident. When swapping the pump into another cart, the battery calibration passed successfully. When placing a different pump into the affect cart, the same problem occurred. The issue has been identified to related to the cart itself. There was no patient involved reported.